Manufacturer narrative:
Owlet conducted a thorough assessment of the laceration experienced by the baby, as well as a historical data analysis of the device. The device functionality performed as intended with no deficiency or malfunction identified. The laceration occurred on the opposite foot that the sock was worn, due to the baby rubbing her feet together. The risk profile was reviewed. This event did not introduce a new or increased risk.

Event description:
Customer reported that the sock's velcro caused cuts to their baby's foot. Baby was wearing the sock on the left foot when the velcro rubbed against the right foot overnight, resulting in lacerations.